Manufacturer narrative:
The returned fsi-pwr -1000 insert received from the practice was tested in the qa lab for the complaint of the insert is getting hot. The insert was inspected and tested, the insert was tested for temperature and a maximum reading of 93.8 degrees was recorded. The insert was noted to have a bent laminate stack. The insert was tested using a g-136 unit at 35cc of water flow, the test unit # was (B)(4), thermometer 10 #(B)(4) (cal date (B)(6) 2016 - cal due (B)(6) 2017). In conclusion the complaint for the insert getting hot could not be duplicated and the insert could not be failed for the temperature due to needing a 118.4°f to warrant a failure.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a 30k (B)(4) insert, the insert was heating up. The event outcome is unknown as of this MDR evaluation.